Event description:
In the ep(electrophysiology) lab, used a safesheath ii by pressure products. As physician peeled away the sheath from the lead, the disc did not split in half. Safesheath and disc removed intact from patient without harm to patient or adverse effects.